Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The decision was made to replace this rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
It is uknown whether this rv lead will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.